Manufacturer narrative:
Medications: atorvastatin, gabepentin, meloxicam, metoprolol, terazosin, tylenol extra strength, and timolol. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported there is aneurysm growth due to a type ii endoleak. A computed tomography angiography (cta) dated (B)(6) 2015, revealed aneurysm sac enlargement, amount is unknown. The aneurysm sac currently measures 8.9cm. The cta reveals a patent lumbar artery as well as a collateral vessel from the hypogastric artery both feeding into the aneurysm sac. On (B)(6) 2015, the physician reintervened and relined the trunk-ipsilateral leg endoprosthesis. The endoleak was resolved and the patient tolerated the procedure.